Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the lumen of the attempted left ventricular (lv) lead during lead placement. The lead was removed and the physician was unable to retract the guidewire from the lead. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The guidewire could not be removed from lead. Visual inspection found the guidewire tip was kinked/buckled inside the lead tip nose. Blood was visible on the conductors. No conductor distortion was found. If information is provided in the future, a supplemental report will be issued.